Event description:
It was reported that there was no data available on the atrial histogram along with no pacing percentages. The data had been available at the last interrogation. The clinician was also concerned when the pacing mode switched to the defaul pacing mode on its own during the interrogation. The programming was updated back to the patient's settings and the device appears to be functioning within normal limits. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.